Event description:
It was reported that the device was used during a laparoscopic cholcystectomy. It was reported that the bottom jaw of distal tip of clip applier fell off into the abdomen during case. The surgeon retrieved the broken piece and pulled another al326 and finished the case. Also replaced: (2) 355ld and (1) 511sd during the case. The inner gasket tore and was leaking. Replaced with new trocars and completed.